Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-apr-2019 with the following findings: review of the black box data did not reveal any evidence of a power issue. The data from the data of the alleged issue had been overwritten due to continued use of the device after the alleged issue occurred. The pump powered on with functioning audio tone and vibration as evidence that there was power to the pump. Full investigation of the alleged power issue was not able to be completed because the pump was received in a condition that prevented any further testing for the alleged issue.